Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and lead to pacing inhibition on the right atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was discharged from the hospital after the procedure.